Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving hydromorphone via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and chronic low back pain. It was reported that the pump was on her waist line and popped out when she would bend and move. The pump was floating around. The event date was indicated as 2010. The pump was re-positioned and a smaller pump was implanted. The patient was more comfortable. The patient had the new pump implanted in (B)(6) 2015. The pump replacement resolved the issues. The cause was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.